Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small translucent strand of particulate matter inside four (4) 500 ml tpn bags. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Four (4) samples were received for evaluation. Visual inspection revealed small translucent strands of particulate matter in all four received bags. The first and second samples were found to have one thin, elongated particle in each bag. The third and fourth samples contained multiple particles in each bag. The thin, elongated and tapered end morphology of all the particles was consistent with a needle strike. Chemical characterization (raman spectroscopy and fourier transform infrared spectroscopy (ft-ir)) was performed on the particles. The particles in the first sample, third sample, and fourth sample were found to be comprised of polyethylene terephthalate (pet/polyester). The particle in the second sample was found to be comprised of polycarbonate. Polyesters and polycarbonates are not used in the manufacture of these bags. The reported condition was verified for all four received samples. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.